Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after the implant procedure, the implantable cardiac monitor (icm) "fell out" of the patient. The device was explanted. No patient complications have been reported as a result of this event.